Event description:
It was reported that during a lap gastrectomy, the staples were unformed and the target tissue was not cut when the device was used on the duodenum at the 1st firing. The firing force was higher than expected. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with three reloads present. The reloads were received fully fired and in good visual condition.the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).